Event description:
It was reported that following a successfully ptca/stent procedure the pt was sent to the recovery room and experienced heart block, multiple pvc's and chest pain. An external pacemaker was placed in the recovery room and the pt was returned to the cath lab at which time a temporary pacemaker was placed and reopro was administered. The angiogram revealed that the rca had beomce occluded within the stented area. A balloon catheter was used to dilate the stent area and a second stent was implanted; the pt left the cath lab in stable condition. The pt returned to the cath lab eight days later and a balloon catheter was used to dilate the proximal section of the vessel. A perfusion balloon was inflated at the lesion in an attempt to keep the vessel open. The decision was made to send the pt for bypass surgery. Reportedly, the pt has recovered and is doing well.